Event description:
The customer reported the system would not save images, the keyboard was not responding to keys and then it would not boot up. This was attributed to the same root cause. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was rebooted during the service call. The system was tested and found to be working as intended and put back into service.